Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a failure of the sdi ic chip on the circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at a factory of olympus medical systems corp. (Omsc) and found followings; there was no abnormality in the appearance of the device. The reported event was reproduced. As a result of sdi connection of this device to monitor amm240ed, no endoscopic image was displayed. -when the device was connected and operated according to the instruction manual of the device, no abnormality was confirmed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic images were displayed when this device was sdi connected to the barco monitor amm240ed. It was found during device inspection. The customer connected the device to another amm240ed, but the event recurred. The customer tried dvi connection, but the problem was not resolved. There was no report of patient injury associated with this event.